Event description:
General report received of an unspecified number of undocumented incidents of backflow of solutions. On unspecified dates, the primary tubing sets were being used to deliver unspecified medications at unspecified rates. At unspecified times, the male adapter of unspecified secondary tubing sets were connected to unspecified clave-y-sites on the primary tubing sets for piggyback deliveries of unspecified medications. After unspecified lengths of time, backflow of solutions from the secondary solution containers into the primary solution containers were noted. No specific details were provided. There were no reported delays of therapies critical to these patients. No medical interventions were reported. Though requested, no add'l info was provided including if the tubing sets were replaced and the therapies were resumed and if primary solution containers were hung lower than the secondary solution containers.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. The issue of backflow was evaluated under a formal investigation. It was determined that backflow was due to issues related to the back check valve involving particulate that obstructed the closure of the silicone diaphragm of the back check valve resulting in backflow. This report represents all the info known by the reporter upon query by hospira personnel.